Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. The lens was cleaned with klrp for further evaluation. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. A dimensional inspection was conducted. The lens met specifications per the approved (plan view) template. No lens damage or issues observed. The qualified associated cartridge was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and handpiece. The file indicated the use of an unspecified viscoelastic. It is unknown if a qualified product was used. The product investigation could not identify a root cause for the reported complaint. The lens was not returned stuck in a cartridge as described. The lens was returned in the lens case for evaluation. The lens was cleaned with klrp for further evaluation. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. A dimensional inspection was conducted. The lens met specifications per the approved (plan view) template. No lens damage or issues observed. Not enough information was provided to determine if a qualified viscoelastic was used. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Additional information was provided in the follow-up response that less then a drop of viscoelastic was used. The IFU (instructions for use) instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during surgery, they noticed the lens did not advance as expected and that when advancing during loading, the initial haptic did not sit properly. Additional information has received and it states that the scheduled procedure completed on the same day and there was no patient contact.